Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the oxygenator was noted as having a cracked luer connection off the arterial outlet. The yellow luer cap was broken off and stuck inside the luer port. No pt involvement as this occurred during setup. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation. (B)(4).